Manufacturer narrative:
(B)(4). There was no reported device malfunction and the device was not returned. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was to treat an ectatic, de novo lesion in the mid left anterior descending artery. Pre-dilatation was performed and the 3.5 x 38 mm xience prime stent was deployed at 16 atmosphere (atm). During angio check, a distal end dissection was noted. Another xience prime stent was used to cover the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.